Event description:
Per the audiologist, the pt reported poor sound quality with the cochlear implant system. A CT scan done in 2007 shows the electrode array placed in the cochlea. Reprogramming the sound processor did not solve the problem. Reimplantation/explantation is planned for late summer, but has not been scheduled.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.